Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 405cc mentor memorygel breast implants. Post-operatively, the patient felt the implants were causing her unspecified health issues. The patient was also diagnosed with bilateral little asymmetry. As a result, the patient underwent bilateral en bloc capsulectomies and bilateral breast implant removal on (B)(6) 2022. Upon removal, the right breast implant was discovered to have ruptured and leaking. The implants were removed without replacements. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, material rupture manufacturer¿s reference number: (B)(4).